Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings:.dim / pink/display, no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Use returned battery cap, battery cap does tighten fully. Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: evaluation revealed that the display is dim and pink. There was no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently unresponsive. Removed the keypad and found contamination under the all key contacts.